Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the device "tubing stretched and tore/unraveled during use on a patient."it was reported there was no patient injury or consequence.

Event description:
Customer complaint alleges the device "tubing stretched and tore/unraveled during use on a patient." It was reported there was no patient injury or consequence.

Manufacturer narrative:
(B)(4). The actual sample involved in the reported complaint was not returned for evaluation; however, the customer did provide a photograph of the tubing. A visual exam was performed on the photo and it was observed that the tubing was torn. It is possible that this defect occurred due to mishandling of the product. The failure was reported during use on a patient. The tube must be soft and flexible in order to meet the hfnc oxygen therapy and user requirement; thus it is prone to tears and pin holes when it is over pulled and stretched. The instructions for use (IFU) mentions that the tubing should not be stretched to remove condensation, or damage/malfunction may occur. In the current manufacturing procedure 100% leak testing is conducted at the assembly area; therefore, any defects would be detected prior to release from the manufacturing facility. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint could not be confirmed.